Event description:
It was reported that the patient was admitted for ventricular assist device (vad) high power and suspected thrombus. In addition, the patient was showing signs and symptoms of heart failure and international normalized ratio (inr) was 2.6. The patient was given two doses of tissue plasminogen activator (tpa) to treat the thrombus. After the tpa treatment, the patient experienced changes in mental status and a hemorrhagic stroke. The patient continued to decline neurologically, and an electroencephalogram (eeg) showed continuous seizing. The decision was made to withdraw care and the patient subsequently expired.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014; 694765 lead, implanted (B)(6) 2015. Additional information has been requested regarding the csv log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed that the pump strain relief was damaged and the driveline wires were damaged near the header of the pump. These are additional observations not related to the reported event. Given that this damage was not present prior to release of the device, the damage can likely be attributed to the handling of the device during or after the pump removal procedure. Visual examination also revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Post-explant functional analysis on the returned pump was not possible since the driveline was received with damaged wires which were cut too short during post-explant procedure to be able to conduct a splice and thus perform functional testing. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from release specifications. Internal pathology report revealed no evidence of thrombus within the pump. Review of log files was not performed since log files were not available for analysis. As a result, the reported high power event could not be confirmed. Information received from the site indicated that the patient was admitted for suspected thrombus and was showing signs and symptoms of heart failure. The patient was given two doses of tissue plasminogen activator (tpa) to treat the thrombus, after which the patient experienced changes in mental status and had a hemorrhagic stroke. The patient continued to decline neurologically, and an electroencephalogram showed continuous seizing; the decision was made to withdraw care and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, neurological dysfunction, worsening heart failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction. Based on the and available information, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to receipt of a 3500a report. Section f has been updated to reflect that report. Section a4 patient weight has been corrected to reflect that report. Section f: f1 user facility f2 uf/importer report number: (B)(4), f3 user facility name/address: (B)(6) hospitals, f4 contact person: (B)(6), f5 phone number: (B)(6), f6 date user facility became aware of the event: n/a f7 type of report: initial f8 date of this report: xx-jul-2022, f9 approximate age of device: 4 years f10 event problem codes: n/a f11 report sent to FDA: n/a f12 location where event occurred: hospital f13 report sent to manufacturer: yes, xx-jul-2022, f14 manufacturer name and address: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.